Manufacturer narrative:
The following communications were performed; good faith efforts for additional information were sent. A response was received, which confirmed that the device was tested and repaired by third-party. No additional information was provided. Based on the information available the cause of the reported problem was unable to be determined. No further information was provided. The hospital had the equipment repaired by a third-party. No specific details are provided to philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that during routinely performing fetal heart rate monitoring for a patient in the obstetrics department, the equipment suddenly lost audio output. The device was in use on a patient at the time of the event. There was no adverse event reported.